Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range (oor) pacing impedances . As a result, a lead safety switch (lss) was triggered and lead's configuration was changed to unipolar. In clinic, lead and device manipulations and arm movements were carried out and excessive noise reproducible was seen on electrogram (egm) during the manipulation's test. Physician also decided to perform an x-ray which showed a set screw issue. Data was sent to boston scientific technical services (ts) for their analysis. Boston scientific technical services (ts) confirmed that this pacemaker was exhibiting premature battery depletion and the rv lead also exhibited high pacing thresholds. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Ts confirmed early battery depletion of this device to be related to the lead issue but instead appears consistent with the behavior of devices that have had capacitor degradation due to hydrogen gas in the sealed pg atmosphere. Attempts to obtain information have been unsuccessful. All points of contacts have provided no further information. Due diligence has been completed, therefore no further information will be sent.

Manufacturer narrative:
Correction: h10 field additional MFR narrative was updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range (oor) pacing impedances . As a result, a lead safety switch (lss) was triggered and lead's configuration was changed to unipolar. In clinic, lead and device manipulations and arm movements were carried out and excessive noise reproducible was seen on electrogram (egm) during the manipulation's test. Physician also decided to perform an x-ray which showed a set screw issue. Data was sent to boston scientific technical services (ts) for their analysis. Boston scientific technical services (ts) confirmed that this pacemaker was exhibiting premature battery depletion and the rv lead also exhibited high pacing thresholds. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Ts confirmed early battery depletion of this device to be related to the lead issue but instead appears consistent with the behavior of devices that have had capacitor degradation due to hydrogen gas in the sealed pg atmosphere. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range (oor) pacing impedances . As a result, a lead safety switch (lss) was triggered and lead's configuration was changed to unipolar. In clinic, lead and device manipulations and arm movements were carried out and excessive noise reproducible was seen on electrogram (egm) during the manipulation's test. Physician also decided to perform an x-ray which showed a set screw issue. Data was sent to boston scientific technical services (ts) for their analysis. Boston scientific technical services (ts) confirmed that this pacemaker was exhibiting premature battery depletion and the rv lead also exhibited high pacing thresholds. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Ts confirmed early battery depletion of this device to be related to the lead issue but instead appears consistent with the behavior of devices that have had capacitor degradation due to hydrogen gas in the sealed pg atmosphere.